Event description:
The customer reported being hospitalized twice for high blood glucose and ketoacidosis. The blood glucose reading was over 400mg/dl. Troubleshooting was performed. When the infusion set was removed at the hospital, it found that the cannula was kinked. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.